Event description:
The customer reported being hospitalized twice for low blood glucose. The blood glucose was 17 mg/dl. The customer stated that she had several drastic highs and low's resulting in the hospitalizations. Troubleshooting was performed. The alarm history revealed a motor error alarm. Ran a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis. And further info will follow once the analysis has been completed.